Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had blank display. Customer¿s blood glucose level was 185 mg/dl. Customer reported that contacts of battery cap was neither missing nor damaged. Display did not returned after insulin pump restart. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will not be returned for analysis.